Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that, "I have not had one pain free day since my surgery. It has moved all the way down my left leg. I am now going to a pain clinic because it is chronic pain. I walk with a bad limp. I can at times hear my hip popping and also feel it. Dates of use, 2009-2011, 2 years. Diagnosis or reason for use: left femoral neck fracture, #8 osteonic and therapy."